Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitralclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, a prolapse posterior and a flail. An xtw clip was inserted and grasping was performed. During the deployment steps, the gripper lines were unable to be removed. Troubleshooting was performed and the gripper lines were able to be removed. However, after removing the gripper lines, the clip embolized. An attempt to snare the clip was unsuccessful and an additional attempt to trap the clip against the wall with an asd device was also unsuccessful. The clip migrated to the iliac artery, where it was surgically removed later that night. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult removing gripper lines and complete clip detachment were unable to be determined. The reported embolism was a cascading event of the reported complete clip detachment. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitralclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, a prolapse posterior and a flail. An xtw clip was inserted and grasping was performed. During the deployment steps, the gripper lines were unable to be removed. Troubleshooting was performed and the gripper lines were able to be removed. However, after removing the gripper lines, the clip embolized. An attempt to snare the clip was unsuccessful and an additional attempt to trap the clip against the wall with an asd device was also unsuccessful. The clip migrated to the iliac artery, where it was surgically removed later that night. There was no clinically significant delay in the procedure.